Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report from the u.s.a. Stating that the device "handle gets too hot." The device was not being used during surgery. No injury or medical intervention occurred. There was no additional information provided.